Event description:
Non-physiologic noise on the rv lead caused two inappropriate shocks to be delivered. Permanent increase in rv lead pacing impedance was observed at the time of detection of noise, impedance rose from 500 to 1200 ohms. Lead was capped. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the available data, recorded between (B)(6) 2020, the rv pacing impedance was measured between 500 ohms and 600 ohms. On (B)(6) 2020, the impedance rose abruptly and stayed between 1000 ohms and 1500 ohms till the end of the recorded period. The rv sensing amplitude fluctuated between 12mv and 13mv and was recorded constant at 10mv from (B)(6) 2020. In the available iegm recordings, artifacts were visible on the rv channel and farfield channel, as well as inappropriate ICD chargings and shocks, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.